Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, and the device investigation findings. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus capitis and staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and sent to olympus for a device evaluation. Olympus used a borescope to inspect the biopsy channel and found no foreign material on the channel wall; however, the channel wall was found with heavy scratches and part of the channel wall was found lifted at the distal end section of the scope. This was likely caused by passing a sharp instrument through the channel in the open position. The suction channel was also inspected and found minor scratches; however, no foreign material was observed. The air / water cylinder was also inspected and found signs of foreign material residing inside the small channels, housings, and at the base of the cylinder. In addition, a microscope was used to inspect the bending section glue and noted cracks and open gaps. The scope was serviced and returned to the user facility. As part of our investigation, a review of the instrument service history was performed and found that this was the first time the scope was sent in for service since purchasing on april 28, 2017. Based on the investigation findings, improper maintenance could not be ruled out as a contributory factor to the reported positive culture. The instruction manual states, ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The scope has not been returned to olympus for evaluation. As part of our investigation, an instrument service history review was performed and no service records were obtained for the reported scope. In addition, an olympus endoscopy support specialist (ess) visited the user facility on july 26, 2017, august 3, 2017 and august 4, 2017 to observe the facilities reprocessing practice and provide a reprocessing in-service training. The ess found no reprocessing deviations. The cause of the reported positive culture could not be determined at this time.

Event description:
Olympus was informed that after reprocessing, a colonoscope (cf-q160s, sn# (B)(4)) and a gastrointestinal videoscope (gif-hq190, sn# (B)(4)) culture tested positive. The colonoscope tested positive for pseudomonas aeruginosa, achromobacter xylosoxidans, citrobacter freundi complex, enterococcus faecalis, and escheria coli. The gastrointestinal videoscope tested positive for stenotrophomonas maltophilia and coagulase negative staph. No patient infections reported. It was further reported that the user facility performs pre-cleaning immediately after each procedure, uses a non olympus single use brush during manual cleaning, and performs leak testing using an olympus leak tester. Additionally, the user facility uses an olympus automated endoscope reprocessor (aer) machine. The last preventative maintenance on the olympus aer machine was july 2017. No problems found with the aer. The scopes are hung vertically in a ventilated cabinet. All reprocessing personnel were properly trained on how to reprocess a scope. This is 2 of 2 reports.